Event description:
The customer reported that erroneously depressed carbon dioxide (co2) results obtained on two patient samples on the dimension vista 1500 intelligent lab system. The initial results were not reported to the physician(s). The same samples were repeated on an alternate dimension vista system. The repeat results recovered higher than the initial results and were clinically correlate. The repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the reported event.

Manufacturer narrative:
A united states (us) customer contacted the siemens customer care center (ccc) and reported that erroneously depressed carbon dioxide (co2) results obtained on two patient samples on the dimension vista 500 intelligent lab system. Siemens reviewed the instrument data and observed that sample probe 3 (s3) and reagent arm 5 (r5): probe errors. The customer moved the assays to server 2, performed recalibration and quality control (qc) which recovered within acceptable ranges. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse ran service methods for server 3 and found s3 and r5 issues. The cse replaced and aligned s3 and r5 probes, primed all pumps and quick check passed. Siemens evaluated that the event and determined that the malfunctioned probes potentially contributed to the falsely depressed co2 results. The device is performing according to specifications. No further evaluation is required.